Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.7, d.10, g.3, h.3, h.6.

Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one extended opening and flat creases. Weight measurement of the device identified device weight was within specification. A microscopic analysis was performed which identified an opening and striated nicks. Based on the device analysis the final assessment was one opening striated in the side posterior assessed as surgical damage, and striated nicks assessed as surgical tool scratch-like. Additional, changed, and/or corrected data: h.3., h.6.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii, "pain", "hardening" and device "riding high and firm". Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, "pain", "hardening" and device "riding high and firm".

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii, "pain", "hardening" and device "riding high and firm". Device remains implanted.